Event description:
A surgeon reported a pt experiencing halos around lights at night following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt stated the halos appear around lights in the dark and semi-dark conditions and was making driving very difficult. The surgeon reported that medications were tried to reduce the pupil size in an effort to eliminate the halos. The hcp reported the use of an unapproved viscoelastic for this lens/cartridge combination. In a follow up, the surgeon reported the event continues. The pt continues to use the medication. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The hcp reported the use of an unapproved viscoelastic for this lens/cartridge combination. Additional info was requested on 10/11/2010, 10/14/2010, and 10/20/2010 by phone, fax, and mail. A completed questionnaire was received on 10/20/2010. (B)(4).